Event description:
It has been reported to philips that during the rhythm analysis, the defibrillator looped and repeatedly announced: ""do not touch the patient, the analysis is in progress..."" At the top of the screen, in an orange box, the message ""hardware error (dpm)"" plus a red flashing light."